Manufacturer narrative:
The device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A review of the event history log revealed multiple 'upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion and overinfused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.